Manufacturer narrative:
One cadd legacy pump was returned for analysis. Event history log review was performed and found to be in good condition. Event history log review was performed and found no evidence of reported problem. The customer's concern regarding failed accuracy was unable to be confirmed. However, delivery accuracy testing on the pump, supports the complaint. According to the investigation the pump delivery accuracy testing found the pumps average delivery error to be over delivering at the control limit specification of +/- 3% but within the published specification of +/-6%. The investigation reports that the pump's expulsor will be replaced as a preventive measure.

Event description:
Information was received indicating that this smiths medical cadd legacy pump failed accuracy by -8.35%. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Event description:
Follow up report generated with customer response. Summary in h 10.

Manufacturer narrative:
Follow up report generated after customer response reveals no patient involvement with event, as occurred during testing.